Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 500-600 mg/dl. Elevated blood glucose was addressed with a manual dose injection and supply change. The customer resumed insulin therapy. Reportedly, the customer was using lyumjev insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.